Event description:
The customer reported that "the loudspeaker is faulty."

Manufacturer narrative:
(B)(4). The customer reported that "the loudspeaker is faulty." There is not enough info to determine if the speaker produced any sound. No pt harm was reported. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.